Manufacturer narrative:
Mindray svc rep replaced the spo2 board. Performed functional tests.

Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.